Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap lleozocal resection procedure, the tip of the device broke and couldn't be found. Finished the surgery with a competitor's device. There was no pt consequence.